Event description:
During an endoscopic procedure to place a catheter for pancreatic drainage, the physician selected a nasal pancreatic drainage set. The drainage catheter was successfully placed and was left in position approximately 30 hours. After this time, an attempt was made to manually remove the drainage catheter. This attempt was unsuccessful. Attempts to remove the drainage catheter endoscopically with forceps were also unsuccessful. Attempting to remove the drainage catheter with forceps caused the drainage catheter to break, leaving a portion of the drainage catheter inside the patient. Two snares were used to remove the remaining portion of the drainage catheter. Other than what is described above, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of drainage catheter breakage. The catheter has broken approximately 8.2cm from the distal end of the drainage catheter. The proximal section of the drainage catheter was not included in the return. The area of the break is twisted and uneven. The flap closest to the distal end has stretched. The remainder of the catheter exhibits multiple kinks. The appearance of the drainage catheter and the broken area suggests the drainage catheter received additional pressure, perhaps during the removal process. The device is contaminated with dried body fluids. The appropriate personnel were notified of this occurrence in an effort to heighten awareness. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the appearance of the broken area of the drainage catheter suggests additional pressure had been applied, perhaps during the removal process. Excessive pressure on the drainage catheter is a likely contributor to breakage of the drainage catheter. Prior to distribution, all nasal pancreatic drainage sets are subjected to a visual examination to verify device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.